Event description:
Reporter indicated that pt was experiencing stomach problems that physician believed may be caused by the vns therapy. The pt's programmed parameters were reduced by 40% and the pt was reportedly somewhat better afterwards. Physician reduced vns settings further and plans to program the vns to off. Physician plans to perform gastric pacing if interaction with the vns will not be a problem. The pt has reportedly lost 60 pounds over the past six months as a result of their gastrointestinal problems.